Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02012 and 3005099803-2012-02013 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 ligator devices were used during an esophageal variceal band ligation procedure performed on (B)(6) 2012. According to the complainant, during the procedure, a speedband device (mr # 3005099803-2012-02012) was used to successfully release the first two bands. However, during the following deployment, four bands released at once. Reportedly, the seventh band was able to be successfully released. A second speedband device (mr # 3005099803-2012-02013) was used and the first two bands successfully released. However, resistance was encountered while attempting to deploy the third band so the use of this device was discontinued without the releasing the third band. The speedband device was withdrawn from the patient, and then the procedure was completed using another speedband superview super 7 ligator device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The condition of the returned unit was consistent with the reported complaint that the bands failed to deploy. A visual evaluation was performed and the suture was found to be tangled. Five blue bands and one white band were found on the ligator. The bands were "rolled-up" on one another, and one of the blue bands was found to be slightly torn. The teeth of the ligator were also found to be damaged. It is possible that anatomical or procedural factors were encountered that may have contributed to the reported complaint. It also is possible that the tripwire may not have been cinched properly, which could ultimately impact the deployment activity of the bands. If slack was present in the tripwire during the procedure it could cause the thread to move over the ligator teeth without deploying the bands properly and ultimately damaging the teeth as seen with this unit. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02012 and 3005099803-2012-02013 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 ligator devices were used during an esophageal variceal band ligation procedure performed on (B)(6), 2012. According to the complainant, during the procedure, a speedband device (mr # 3005099803-2012-02012) was used to successfully release the first two bands. However, during the following deployment, four bands released at once. Reportedly, the seventh band was able to be successfully released. A second speedband device (mr # 3005099803-2012-02013) was used and the first two bands successfully released. However, resistance was encountered while attempting to deploy the third band so the use of this device was discontinued without the releasing the third band. The speedband device was withdrawn from the patient, and then the procedure was completed using another speedband superview super 7 ligator device. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.